Event description:
The distributor contacted heartsine to report that the on/off button is faulty. This may result in a failure to power on the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as the device could also not be powered on with a pad-pak installed and no status indicators were observed flashing. These faults were attributed to severe corrosion on the membrane tail and pcba, due to storage outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the on/off button is faulty. This may result in a failure to power on the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.